Manufacturer narrative:
Conclusion: the surgeon opines that the performance of the device was not related to the reported bleeding. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Date sent to the FDA: 07/20/2007.

Event description:
It was reported that a patient underwent a laparoscopic splenectomy in 2007. During the morcellation of the spleen in a specimen retrieval bag, the field suddenly filled with blood. Vascular and bowel injuries occurred. The next month, the patient was in a drug-induced coma with ventilation. The surgeon opines that the performance of the device was not related to the reported bleeding.